Event description:
Initial ((B)(6) 2025): this serious case reported via email refers to a consumer whose gender, age, medical history, concomitant medications and allergies were not reported. The consumer reported that when molding the dentek maximum protection dental guard for an unknown indication, the consumer cracked the molar tooth and experienced tooth pain. They reported having to seek dental care as a result of this. This case outcome is unknown. Meddra version 27.1. Expectedness: tooth fracture: unexpected. Toothache: expected. Complication associated with device. According to the company reference safety information.